Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. On (B)(6) 2026 the patient reported a sensor failure. The patient stated that she did not have any remaining supplies at that time. While waiting for the replacement sensor, the patient's condition worsened, and the patient sought medical attention at the hospital. The patient did a fingerstick, but it was unknown if this was at the point where they already had symptoms, or before. The patient could not recall the exact date of hospitalization but estimated that it occurred on (B)(6) 2026. No specific symptoms or blood glucose readings were reported but the patient was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous saline solution and electrolyte replacement therapy. The patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.